Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of preventative maintenance. Visual inspection was performed and revealed a broken door. The cause of the condition was not determined. The device was removed from service. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a broken door. There was no patient involvement. No additional information is available.